Event description:
Patient reported having experienced issues with their two boston scientific devices. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).